Event description:
Literature was reviewed regarding ¿early experience with inner branch stent¿graft system for endovascular repair of thoraco-abdominal and pararenal abdominal aortic aneurysm¿. The timeframe of the study was over a 22 month period and 22 patients were included in the study. This study aimed to report the clinical and technical outcomes of the initial experience with the e-nside stent¿graft system in the treatment of a taaa or pararenal abdominal aortic aneurysm (paaa). Heli-fx guides were used to aid the deployment of non-mdt bridging stents.  Among the patient population the following adverse events occurred.  Ischemia, respiratory failure, dissection, myocardial infraction, intervention patient mortality was reported but there is no causal link that the medtronic device caused or contributed to any death.  No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Medtronic received the following information regarding a journal article entitled; early experience with inner branch stent¿graft system for endovascular repair of thoraco-abdominal and pararenal abdominal aortic aneurysm literature was reviewed regarding ¿early experience with inner branch stent¿graft system for endovascular repair of thoraco-abdominal and pararenal abdominal aortic aneurysm¿. Diagnostics (B)(6) 2024;14(23):2612. Doi: 10.3390/diagnostics(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.